Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged blood and lung infection. Medical intervention was not specified. The relationship between the device and the serious injury is currently unclear. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal part of the device was inspected visually and the manufacturer confirmed there were signs of an unknown contaminate in the filter port. The blower box had what appeared to be contamination from tobacco smoke, as the blower box has a yellowish tint, and there is a slight odor of tobacco. There was a yellowish orange unknown contaminate in the iso port. There were signs of yellowing on the bottom enclosure and on the back panel of the enclosure. The manufacturer found no evidence of sound abatement foam degradation.